Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively the patient experienced diaphragmatic stimulation on and off since implant. Adjustments to the lead were made but stim was still present. The left ventricular (lv) lead was programmed off temporarily and then reprogrammed on "at threshold to see how patient does". It was reported that the mobile monitoring application was not working. No troubleshooting indicated on the application. The application remains in use. No further patient complications have been reported as a result of this event.